Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the flex vision pc failed to boot up and the monitor remained blank. Review of the system log file showed that ippc frontal and ippc lateral ippc (image processing pc) failed to start up and suspected the issue with host pc software or hardware. Upon troubleshooting, fse went onsite and found that the loose connection in the flex vision pc. To resolve this issue, fse reseated all connection in the flex vision pc. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision pc did not boot up. No harm was reported to philips. The device was outside of clinical use at the time of the reported event. Philips has started an investigation of this complaint.